Event description:
Healthcare professional reported left side textured implant exchange and capsular contracture baker grade unknown. Healthcare professional additionally reported "any creases." The device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: g1, h6. Device photo evaluation: visual analysis of the photographs identified; red encapsulation and white calcification on the shell. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode.

Manufacturer narrative:
(B)(4). A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: textured implant exchange and capsular contracture baker grade unknown.

Event description:
Healthcare professional reported left side textured implant exchange and capsular contracture baker grade unknown. Healthcare professional additionally reported "any creases." The device has been explanted.